Event description:
The patient reported that his infusion device displayed an 04 (occlusion) alarm, but then his infusion device shut down without giving him an 02 (low motor power pack), or 03 (low electronic power pack) alarm. The patient stated that the infusion device would not light up or respond to his button presses. The patient switched over to his back-up infusion device. The patient used the same power packs from his primary infusion device in his back-up device and his back-up infusion device operated properly. The patient was further instructed to place new power packs into his primary infusion device and the device reset and responded to his button presses properly. The patient's blood glucose was not affected. The patient did not report assistance by a healthcare professional or second party to address the issue. Product will not be returned for evaluation.